Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available this report will be updated.

Manufacturer narrative:
Additional information received indicated the lead was only partially explanted. During the extraction procedure the lead broke apart during manual traction. The remaining portion of the lead is wedged in the subclavian vein not visible in the pocket. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information received indicated lv capture was only obtainable in an lv tip to rv coil configuration. Pacing threshold measurements were 2.8 @ 2.0 ms. A revision procedure took place and the lv lead was explanted. A new lv lead was successfully implanted. At this time the lead has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this report will be updated.

Event description:
Boston scientific received information that this implantable left ventricular (lv) lead was exhibiting high pacing impedance measurements greater than 2,000 ohms. The high impedance measurements were able to be reproduced with left arm manipulation. There was suspicion of a conductor fracture. An lv lead revision procedure planned to be scheduled. The patient was currently in the hospital for decompensated heart failure. To date, there have been no adverse patient effects reported.